Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer?: device not returned.

Event description:
Revision right total hip replacement. Pre-operative diagnosis: mechanical loosening of unspecified internal prosthetic joint, initial encounter. Rep reported that a 36 +2.5 biolox v40 ceramic head was explanted and that no further information will be available.